Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patients were not being transferred to the emergency location. A technical support specialist verified with the customer that the issue has been successfully resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system's new patients not crossing over into pyxis ER location. The customer reported that the staff cannot remove medications under an established patient / patient account number. The customer confirmed that there was no delay to the patient care. There were no adverse events or injuries reported based on this incident.